Event description:
Patient to the or for laparoscopic, hand-assisted, low anterior colon resection. During the procedure the surgeon went to the peritoneum and placed the eea 31 stapler. The eea anvil was connected to the stapler and insured that there was no turning of the colon or the mesentery and the stapler was fired. Upon firing the stapler, it appeared that it did not fire appropriately. The stapler was released and there was no staple line intact and the staples appeared to be sticking out of the tissue, but not locked down. Therefore, it just cut the distal portion of the rectal stump with no staple line intact. Surgeon completely removed the eea stapler. Left the anvil in place and then opened up the hand port and placed clamps on the open rectal stump. Used a ta-60 series stapler to divide the rectal stump more distally. Resected the part of the proximal part of the colon to where it was more viable. Surgeon then placed a pursestring suture at this point in a similar fashion as described above, again using an eea 31 stapler. Again placed the stapler through the peritoneum directly through the staple line and fired and again it did not fire correctly and was difficult to remove from the patient's rectum. Examined the donut rings in the eea stapler and there was only one donut ring. Tested the anastomosis and there was a large air leak in the posterior portion of the anastomosis. Identified the hole and it was laparoscopically sewn with a cushing type of suture with two of these being used laparoscopically with a vicryl suture. Retested the anastomosis and there was no air leak. Given the difficulty in the anastomosis, as well as the air leak noted prior, as well as the repair, surgeon elected to do a diverting ileostomy to allow time for healing. Patient awakened in stable condition. Surgeon had discussion with the family informing them of eea misfires and the need for a diverting ileostomy.